Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging smells bad odor when water is low and feels like sinus infection. Medical intervention was not specified. The dreamstation auto CPAP device was returned to the manufacturer for investigation. The device was applied power and verified airflow. The manufacturer also observed that missing top enclosure flip doors, hair-like fiber on the ui panel, dust-like contamination on the blower motor, black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Dust-like contamination at the air inlet of the blower box. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was not able to confirm the complaint or address the symptoms specified. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The investigation confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was unable to confirm the complaint. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.